Manufacturer narrative:
The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. The steps for handling and properly connecting power sources in order to prevent damage are outlined as well as instructions for routine inspection of the power connection ports. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed two controller power-up events logged on the reported event date. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a silent "no power" alarm when both power sources were disconnected from the controller. The confirmed malfunction is related to the reported event. The most likely root cause can be attributed to a faulty cell on the internal battery; the battery was found depleted and with signs of leakage. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
In may 2015, upon ongoing monitoring of product performance, manufacturer distributed a voluntary safety notice, {field safety corrective action (fsca) april2015a} to reduce the occurrence of avoidable injuries, especially as patients remain on the device for increasingly long amounts of time. The notice focused on several issues one of which was the aging of the internal "double disconnect" battery. Instructions for use (IFU) and patient manual (pm): the controller is connected to two power sources during pump operation; an external power source and a redundant back up power source. The controllers has an internal battery with a sole purpose of powering an alarm in the unlikely event that both power sources are simultaneously disconnected. Like all batteries, this battery may fail with age. If there is a complete interruption of power, and the internal battery has no or diminished charge, there may be no audible alarm. A failure of the internal battery has no impact on the controller's normal functionality and is unlikely to have a clinical impact, provided patients follow the patient manual and never disconnect from both power sources at the same time and ensure that a caregiver is always nearby when changing power sources. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. The steps for handling and properly connecting power sources in order to prevent damage are outlined as well as instructions for routine inspection of the power connection ports. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by hospital representative that the patient had "two motor restart events on (B)(6) 2015 at 14:34", with no alarms. "Patient and spouse do not recall this event or hearing an alarm at all". "Patient stated they are aware of how important is to never disconnect both power sources." "Power connectors and power sources are working and intact" according to site. As per manufacturer representative there were "no abnormal power management or battery behavior", it "appears they were self-induced." Clinic representative exchanged patient controller. It was reported by the clinic representative that patient appears to be doing very well since discharge and that pump parameters were within normal range. Investigation is ongoing.